Event description:
It has been reported to philips that unit failed pacer mode test. The device was not in use at the time of the event.

Manufacturer narrative:
Update to evaluation results code grid, component code grid and conclusion code grid.

Event description:
It has been reported to philips that unit failed pacer mode test. The device was not in use at the time of the event.

Event description:
It has been reported to philips that unit failed pacer mode test tech states that while performing the annual pm's on all the tempus units, and this unit failed the pacer test; as soon as they initiated the pacer test it gives them a pacer test failed error. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.